Manufacturer narrative:
Investigation coordinated by synthes (B)(4). Report received indicates the returned drill sleeve for conformances to specification, as well as the device history records were reviewed. No abnormal findings were identified. The microscopic view of the broken surface does not show any anomalies of materials structure. It is possible that high mechanical force during the surgery may have caused this breakage. No product fault could be detected; device was manufactured in april 2011 according to specifications.

Event description:
A device report from (B)(4) indicated a hospital in the (B)(6) reported: during a procedure surgeon was using the lcp drill sleeve and while removing the guide with the sleeve the threaded tip broke off. Surgeon was able to retrieve all fragments. The procedure was delayed approximately 10 minutes. Surgeon did select another instrument and the procedure was completed. There was no additional treatment requirement for the patient.

Manufacturer narrative:
Device used as treatment. Manufacturing documents were reviewed and no complaint related issues were found. The product was received and the investigation is ongoing.